Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up-arrow and ok buttons did not activate desired pump functions during testing. During investigation, the up arrow key contact was observed to be misaligned. The ok button did not spring back and was found to be inverted. There was evidence of keypad adhesive found under all key contacts. Unrelated to the product issue, an unidentified display failure was found.

Event description:
It was reported that the keypad buttons were sticking. She reported there was no exposure to moisture and the keypad is intact. She also reported that the screen is fading.